Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned a high elecsys total psa immunoassay result on a cobas 8000 e 801 module. On (B)(6) 2020, the patient's initial total psa result was 2.64 ng/ml. This result was not reported outside the laboratory. On (B)(6) 2020, the patient was redrawn and the total psa result was 0.132 ng/ml. The customer performed repeat testing on the initial sample from (B)(6) 2020 and recovered a total psa result of 0.133 ng/ml. The total psa reagent lot used for patient testing was 444619 with an expiration date of 30-mar-2021.